Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia with rapid glucose declines after evening meals and noted discordant readings between a cgm and fingerstick, alongside concerns about simultaneous alarms from the phone and pump. Symptoms included hypoglycemia with readings in the 40¿60 mg/dl range, disorientation during one episode later attributed to low blood pressure, and sleep disruption. Outcomes included prolonged time below range, use of oral carbohydrates for recovery, and one emergency services evaluation without hospitalization. Investigation included review of device data and user reports, discussion of timing of meal announcements, and education on alert settings and potential overcorrection dynamics. Investigation of this case revealed that announced meals while already hyperglycemic and subsequent automated corrections could have contributed to postprandial lows, and that a separate event of disorientation was related to hypotension rather than blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia events and that user education and care team review of settings and patterns were indicated. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.